Manufacturer narrative:
Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, imdrf annex a, g, b, c and d grids, remedial action required, remedial action # and manufacturer narrative. Omit : a1407 - insufficient flow or under infusion (2182), g04105 - pump, b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had low accuracy issue in volume, temp, pressure and also unit software displayed upstream sensor fail & pump module fail during calibration. There was no patient involvement.

Event description:
It was reported that the device had low accuracy issue in volume, temp, pressure and also unit software displayed upstream sensor fail & pump module fail during calibration. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.